Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Pd therapy was discontinued and the patient was put on in-center hemodialysis. The cause of the peritonitis was unknown. Treatment information was not reported. At the time of this report, the patient was recovering from the peritonitis. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd893446 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.